Manufacturer narrative:
12/17/96 - supplemental report 1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic burch procedure. The needle broke during loading. The suregon applied another instrument and completed the procedure without incident.